Event description:
It was reported the concentration was being changed; the health care professional (hcp) entered the new concentration as the old drug desired dose. The programming error was caught right away and the bolus was stopped. The hcp did not know how to go about reprogramming the pump with the bridge bolus program; calculation was reviewed. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient did not experience and symptoms because the hcp caught the error before the pump began to infuse at the wrong rate and corrected it. The patient was "doing well" and was receiving effective therapy with no issues at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).